Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior colporrhaphy and cystoscopy, due to incontinence of feces, cystocele, rectocele and hypermobile urethra. It was reported that the patient underwent excision of vaginal cysts on (B)(6) 2009.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent partial mesh explant on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.